Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net. It was noted that the atrial lead exhibited failure to sense due to not detecting p waves. Further information was requested, but not yet received.